Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was dull or blunt during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
As no sample has been received by manufacturing for evaluation, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are seventeen additional complaints associated with the provided lot number for the reported complaint issue. No sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria therefore, the root cause for the defect experienced by the customer cannot be determined. An investigation has been completed and actions have been implemented to reduce the frequency of cutting instrument complaints for dull/damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is (B)(4).